Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard xp e1 tibial bearing right medial, catalog #: 195849, lot #: 257430. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-04839. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Discarded, not returned to manufacturer.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient experienced pain, swelling around the joint, and limited mobility. Therefore, a revision procedure occurred, and during the procedure, it was noted that the bearing was not fully seated. There was extensive debulking of scar tissue.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: vanguard xp e1 tibial bearing right medial, catalog #: 195849, lot #: 257430, unknown tibial tray, catalog #: unk, lot #: unk, unknown femoral component, catalog #: unk, lot #: unk. Reported event was confirmed by review of intra-operative photo provided. Photograph provided from the revision surgery shows the bearing is not seated and is disassociated. Extensive debulking of scar tissue was also required. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.